Manufacturer narrative:
(B)(4). Batch # unk. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Attempts are being made to obtain additional information. To date, no additional information has been received. If further details are received at a later date, a supplemental medwatch will be sent: did bag failed mean bag tore? Did bag only tear? Or did bag fragment? If fragmented, were all pieces retrieved? A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, per account: ¿endopouch bag failed upon extraction from patient.¿ no patient consequences were reported.